Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Item returned and visual inspection conducted for persona tasp l cd bottom, +0mm. The returned tasp has fractured on the lateral side of the post also has a fragment from the anterior of the post feature fractured off. DHR was reviewed and no discrepancies relevant to the reported event were found. Investigation results concluded that the reported event root cause can be determined as user error because a mallet has been used to insert the tasp. Per the persona surgical technique, gentle manual pressure should be applied without impacting the tasp construct (including the tasp top, bottom, shim, and tibial sizing plate handle) with either a mallet or hand. A follow-up letter has been relayed to the customer, conveying results of the investigation and proper surgical technique. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the surgeon used a mallet to insert the tibial articular surface provisional (tasp). The shim of the tasp broke when the surgeon hammered it with a mallet. There was no reported delay in surgery, the patient did not retain any fractured pieces and surgery was completed with another device.